Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on 2016, the patient presented with an abdominal aortic aneurysm that was treated with gore excluder aaa endoprostheses. On (B)(6) 2016 a type ii endoleak originating from the lumbar arteries was successfully treated via embolization. The patient tolerated the procedure.